Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged headaches and sight loss after device use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that the, I bought my philips resperonics dreamstation bi-pap st in 2017, I stopped using the device just before the second recall was issued due to an odd smell when using. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on may 22, 2023, and manufacturer submitted incorrect b11 verbiage in previous report 2518422-2022-35340-1 and it should be reported as: the manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged headaches and sight loss after device use and also alleges about the visualization of particles. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6: type of investigation, findings and conclusion codes has been updated in this report.